Manufacturer narrative:
An event regarding stem fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: a visual inspection was performed as part of the material analysis report. The returned device is shown in figures 1 and 2. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The anterior, posterior, medial and lateral surfaces of the exeter stem are shown in figure 3, 4, 5 and 6, respectively. The damage observed on these surfaces is consistent with damage resulting from cement mantle break down and explanation damage. The fractures associated with the exeter stem and neck is shown in figures 7 and 8, respectively. The material analysis report concluded: - the exeter stem fractured in fatigue with the origins at or near the prehension hole side wall. The stem material was consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the medical records by a clinical consultant concluded that: heterotopic ossification has caused overload in the arthroplasty bearing section similar to bony impingement with fatigue build-up and fatigue fracture in the stem neck area of overload as end result. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: a review of the medical records by a clinical consultant concluded that "heterotopic ossification has caused overload in the arthroplasty bearing section similar to bony impingement with fatigue build-up and fatigue fracture in the stem neck area of overload as end result." However, no material or manufacturing defects were observed on the surfaces examined. No further investigation for this event is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon has reported to sales rep the following: patient got gradually increasing pain, went to ER in the morning of (B)(6). X rays shows implant breakage (fracture of prosthesis) at the shoulder of an exeter stem. No fall or trauma related to incident, patient walked normally. Revision surgery will be on tuesday, (B)(6) 2015.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon has reported to sales rep the following: patient got gradually increasing pain, went to ER in the morning of (B)(6). X rays shows implant breakage (fracture of prosthesis) at the shoulder of an exeter stem. No fall or trauma related to incident, patient walked normally. Revision surgery will be on tuesday, (B)(6) 2015.